Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance.

Event description:
The patient experienced withdrawal symptoms. The pump motor stalled and a low battery warning was noted in the pump logs. However, the elective replacement indicator was at 30 months. The hcp suspected early battery depletion and battery malfunction. The pump was replaced. Afterward the patient was doing fine. The patient's pain control was good, the same as before the pump stalled.